Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. Eventually the pump was able to be charged. However, the pump battery gauge jumped from 56% battery life to 100%, then remained at 100% for 18 hours. There was no impact to the customer's blood glucose level. It was indicated that the customer had insulin pens and manual injections available for alternate insulin therapy.